Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation type and h6 component codes were updated accordingly based on the completed investigation. Low or blocked pump flow: due to a lack of sufficient clinical details regarding the patients condition or troubleshooting measures and no product returned, the cause of the low or blocked pump flow cannot be established.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the device exhibited low pump flow. The alarm was resolved and it was reported that the procedure was successful.